Event description:
Removal of endosseous dental implant. Implant was placed on 2/13/93 in site #3 (class ii bone) during a complex procedure. The clinician reports that the implant and the prosthesis were attached to crowns and endodontic post. The endodontic post failed and cantilevered the implant excessively. The implant was removed on 6/7/97.

Manufacturer narrative:
The MFR has evaluated this event and concluded that the material analysis revealed that the implant base material and titanium plasma layer comply with the stipulated specifications for the material. The fracture structure analysis indicated that material fatigue let to the event. This is often the result of cyclic loading from the prosthesis put on the implant which eventually led to material fatigue and finally to failure.